Manufacturer narrative:
It was originally reported that the scale was inaccurate due to load cell malfunction. However, upon evaluation of the unit, it was determined that the scale was working to specifications and there was no load cell failures. Further, no investigation was conducted as there were no actual alleged malfunction and the unit was performing to specification. However, load cells were replaced per customer request under (B)(4).

Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.